Event description:
The patient underwent aortic valve replacement with this 25mm sjm trifecta valve. The patient was also implanted with a valsalva graft at the time of valve replacement. The valve was explanted and replaced with another manufacturer's valve. A clot was observed on the valve during the explant procedure.